Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction that consisted of an abscess with drainage at the sensor puncture site on the abdomen. The patient went to the emergency room (ER) where the abscess was drained, topical neosporin was applied to the area and a prescription for oral doxycycline twice a day was given. After treatment, the area fully healed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).